Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
(B)(6) study pt report indicates a deep wound infection. The source of infection is unk. Original treatment was CABG with ti sternal locking plates. Pt underwent debridement and plate removal. This is the first of twenty four reports for this event.